Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esd procedure performed on (B)(6) 2025. During the procedure, the clip was able to lock onto tissue but unable to be deployed. The doctor and nurses attempted to jiggle the clip, then the doctor decided to pull the clip off the tissue. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.